Event description:
Additional information received on 10/31/2025 for report mw5176829 to update the manufacturer.

Event description:
My patient wore the aquasoft contact lenses that were prescribed online from (B)(6), even though the newly formulated aquasoft lenses do not contain the material that was previously approved by the FDA. Her left eye was so damaged from the bad fit and material of the lens that she does not see 20/20 anymore.